Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be confirmed with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this (B)(6) lady with a bioprosthetic valve implanted in the mitral position underwent surgery for a valve-in-valve replacement, after an implant duration of approximately nine (9) years and six (6) months, due to degeneration leading to stenosis (mean/max gradient 18/40 mmhg) and mild-to-moderate regurgitation. An edwards transcatheter valve was successfully implanted via transapical approach with no reported consequences for the patient. As reported, the patient is at home in good condition.